Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer's blood glucose level was 53 mg/dl at the time of the incident. Customer¿s blood glucose was dropping at 88 mg/dl, 61 mg/dl, and 53 mg/dl while insulin pump still delivered in auto mode. Customer declined insulin pump testing for low blood glucose. Customer did note that prior to these deliveries there had been no pump delivery at all. Explained that this would be similar to what is seen when smart guard pump suspend is used that after 2 hours the pump would resume giving insulin as a matter of safety. Customer understood and needed no further assistance. Product will not be returned for analysis.